Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. The right ventricular lead was found to be dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.